Manufacturer narrative:
The unit was received at the international service center. The technician performed operational check but was unable to confirm the reported issue. Review of the device diagnostic history log found the presence of the reported error code and also multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. (Data acquisition board) da to mc (motor controller board) cable was checked and confirmed the error was duplicated when external load was applied. Therefore, it was determined that the cable was faulty and it was replaced. It was then confirmed that the error did not recur.

Event description:
The international manufacturer's sales representative reported that while performing run-in test at the sales office, the v60 unit was powered up then error code 1007 (machine and proximal pressure sensors failed) was lit and the unit did not start up. There was no patient involvement.

Manufacturer narrative:
(Data acquisition board) da to mc (motor controller board) cable was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the da to mc board cable revealed evidence of dent marks on the ribbon cable. The cable was installed in a test ventilator in an attempt to duplicate the reported problem. The da to mc board cable was tested and no failures were identified. The root cause for the report of machine and proximal pressure sensors failed and unit did not start up could not be identified. No faults were found when the returned cable was tested.